Event description:
The pt reported hearing a noise while using the device. Changes in psychophysics were noted on a number of electrodes. Analysis of the explanted device revealed a break in the silicone carrier at the electrode lead exit from the stimulator. Explantation/reimplantation surgery was performed.